Manufacturer narrative:
The genesys hydrothermablator (hta) endometrial ablation system was received in the fremont cis in good condition. The disposable procedure set was not returned with the console. Visual inspection of the returned device revealed no visible damage. The system worked as intended and alarms were only triggered when leakage exceeded 10ml. Since the unit passed the functional test and the reported problem was not confirmed by product analysis, the most probable root cause classification is "undeterminable."

Event description:
Note: this report pertains to the second of two devices used during the same procedure. Manufacturer report # 3005099803-2014-03675 pertains to the first device used. It was reported to boston scientific corporation that a genesys hydro thermablator (hta) endometrial ablation system was used in a hydrothermablation (hta) procedure performed under general anesthesia on (B)(6) 2014. According to the complainant, the patient was noted to have a patulous cervix. The physician reportedly used two single-toothed tenaculums around the sheath. At one minute and thirty seconds into ablation, saline fluid was noticed to be leaking out from the patient's cervix. There was no fluid loss alarm or fluid deficit noted. The procedure was then aborted due to this event. It was reported that the patient received a slight burn externally at 6 o'clock area of the cervix. Silvadene cream was applied to the burn area. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Event description:
Note: this report pertains to the second of two devices used during the same procedure. Manufacturer report # 3005099803-2014-03675 pertains to the first device used. It was reported to boston scientific corporation that a genesys hydro thermablator (hta) endometrial ablation system was used in a hydrothermablation (hta) procedure performed under general anesthesia on (B)(6) 2014. According to the complainant, the patient was noted to have a patulous cervix. The physician reportedly used two single-toothed tenaculums around the sheath. At one minute and thirty seconds into ablation, saline fluid was noticed to be leaking out from the patient's cervix. There was no fluid loss alarm or fluid deficit noted. The procedure was then aborted due to this event. It was reported that the patient received a slight burn externally at 6 o'clock area of the cervix. Silvadene cream was applied to the burn area. An additional attempt has been made to obtain follow up event details with no response from the clinician. Additional information as of july 06, 2016. The hydrothermablation (hta) procedure performed on (B)(6) 2014.

Event description:
Note: this report pertains to the second of two devices used during the same procedure. Manufacturer report # 3005099803-2014-03675 pertains to the first device used. It was reported to boston scientific corporation that a genesys hydro thermablator (hta) endometrial ablation system was used in a hydrothermablation (hta) procedure performed under general anesthesia on (B)(6) 2014. According to the complainant, the patient was noted to have a patulous cervix. The physician reportedly used two single-toothed tenaculums around the sheath. At one minute and thirty seconds into ablation, saline fluid was noticed to be leaking out from the patient's cervix. There was no fluid loss alarm or fluid deficit noted. The procedure was then aborted due to this event. It was reported that the patient received a slight burn externally at 6 o'clock area of the cervix. Silvadene cream was applied to the burn area. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.